Event description:
It was reported that during a cine case the image on the 9800 system flickers. It was noted that the case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, identified the need to replace the interconnect cable and the lemo cable assembly. The identified components were replaced. The system was tested and found to be working as intended and placed back into service.